Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Prior to decontamination, the device was successfully interrogated and a memory download was completed. A review of the device¿s diagnostic data confirmed that the recorded serial number matched that of the returned device. A battery depletion (bd) alert was recorded at the time of explant; engineers determined that this alert occurred while the device was attempting to perform a battery calculation during magnet application. No other anomalous findings were found. Following the memory review, the s-ICD would no longer communicate with the laboratory¿s internal testing equipment or with a standard programmer. In order to further evaluate this intermittent inability to establish telemetry, the radiofrequency (rf) wake-up periods were monitored while the device was subjected to varying temperatures. Many of the wake-up periods during this testing were within the acceptable operation threshold (1.8 milliseconds); however, some of the wake-up periods measured less than the operational threshold. This device behavior is consistent with a shortened telemetry wake-up pulse behavior (¿radiofrequency/rf wake-up period¿) associated with a telemetry component (oscillating crystal) within the rf circuit.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that a telemetry connection could not be established with this subcutaneous implantable cardioverter defibrillator (s-ICD). Efforts were made to troubleshoot the issue but were unsuccessful; device replacement was recommended. This device remains in service at this time.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Additional information was received indicating a revision procedure was performed and once explanted the device was able to be partially interrogated. It was noted that the programmer displayed a red warning screen and displayed an invalid serial number for the device. No additional adverse patient effects were reported.